Event description:
This supplemental report is being filed to provide additional information that the pulse generator has been explanted and replaced. A new pulse generator was placed onto the chronic electrode. The electrode was revised due to migration. There were no additional adverse patient effects. It was reported that the painless daily shock impedance was 210 ohms. This was found during remote latitude follow-up. Technical services advised to bring the patient into the clinic for a system check. There were no adverse patient effects. The system remains implanted.

Event description:
It was reported that the painless daily shock impedance was 210 ohms. This was found during remote latitude follow-up. Technical services advised to bring the patient into the clinic for a system check. There were no adverse patient effects. The system remains implanted.